Manufacturer narrative:
Integra has completed their internal investigation on 1/25/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the power board was identified as defective. The cam02 monitor received a replacement power board, was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. The cam02 monitor¿s log file was reviewed to establish which code occurred when the monitor was evaluated by the service centre and the impact of the code on the complaint incident. On (B)(6) 2015: error code e1057 power supply voltage out of bounds was identified. In addition battery exhausted and system shut down occurred after error code e1057 was identified in the log file review. Based on the log file review the defective power board identified during the service evaluation was requested to be returned to ils tullamore for root cause analysis; specifically to establish the component failure. Operations engineer verified the power board failure was in fact performing to specification. The power board failure could not be duplicated or confirmed. No non-conformance reports were raised during the manufacturing process for this monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. The complaint history review from 09-nov-2014 to 19-jan-2016 revealed (B)(4) complaints evaluations were identified as reported for e1057 with the root cause identified as a low charged battery. Conclusion: the root cause was determined as the supply voltages out of bound as a result of the battery used with the cam02 monitor. When a monitor is powered on with a low charged battery error code e1057 occurs as a result of the low charged battery providing insufficient power (supply voltage) to the power board thus resulting in the error message notification.

Event description:
When they connected the monitor to the patient, it didn't work because an error message appeared. Another monitor was used. Patient injury was unknown. Surgery delay was reported (exact time not provided). Additional information has been requested.